Event description:
The customer reported that the system had an arcing tube. No patient injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep changed the hv board and the software. The system operates as intended.